Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that another alert for rv pli has been detected via patient remote monitoring system and the patient threshold has also increased. Additional information from the field representative indicated the representative reviewed the fluoroscopy and was not able to confirm a compromised section of the lead as the lead appeared whole and intact throughout its entire length. The lead was tested only via can. The lead was capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli). Additional information was received that the cause of this observation has not been determined and the patient was scheduled for a device check. At this time, the device and the rv lead remains in service. No adverse patient effects were reported.